Manufacturer narrative:
One device was returned for investigation. Investigators noted device with a cracked enclosure, tank cover, and front cover. Yes, the issue was duplicated, random numbers were shown on the lcd confirming the customer complaint. The investigators were unable to determine the exact cause of the problem but noted a faulty printed circuit board (pcb). No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming device's lcd display was giving off incorrect numbers. No patient injury or adverse affects were reported.

Manufacturer narrative:
No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Cracked enclosure, tank cover, and front cover was found during physical observation. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Random numbers were shown on the liquid crystal display (lcd) confirming the customer complaint. Faulty printed circuit board (pcb). No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.